Manufacturer narrative:
Updated blocks: d4 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, she power cycled the ccm and the unit booted up normally. She verified that this was an isolated incident and did not replace the ccm as the unit then passed release testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) did not boot up correctly. There was no patient involvement.